Manufacturer narrative:
Customer (person) - street: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components was placed and would not inflate. There was a "two way liquid return." The device was replaced with another balloon. A section of the device did not remain inside the patient. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Event summary: as reported, a cook bakri postpartum balloon with rapid instillation components was placed and would not inflate. There was a "two way liquid return." The device was replaced with another balloon. A section of the device did not remain inside the patient. The patient did not require any additional procedures due to this occurrence. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history records, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event was lumen communication, but a cause of the communication could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.